Event description:
It was reported by customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had the alarm of a fan failure (overheating) on and the unit went into standby. The patient was transferred to another cardiosave and it was done without incident. The customer reported that there was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. To address the issue the stm replaced the system fan. The stm additionally replaced the 9v battery as it was due for replacement and replaced the fiber optic sensor extension as precautionary measure since the blue holder was a little damaged, but functional. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported by customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had the alarm of a fan failure (overheating) on and the unit went into standby. The patient was transferred to another cardiosave and it was done without incident. The customer reported that there was no harm or injury to the patient and no adverse event was reported.